Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder'), choking ('I was choking on food') and genital haemorrhage ('general abnormal bleeding') in a 52-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal haemorrhage, night sweats and irregular menstrual cycle. Concomitant products included cetirizine hydrochloride (zyrtec), levocetirizine dihydrochloride (provent), psyllium hydrophilic mucilloid and sennoside a+b. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). In 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced constipation ("gastrointestinal or digestive system condition:constipation"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 9 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced vulvovaginitis ("infection (bladder/ urinary tract/vaginal):vulvovaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), choking (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), eosinophilic oesophagitis ("eosiother injury(ies) or complication(s): eosinophilic esophagitis"), acquired oesophageal web ("rings in throat"), cough ("coughing attacks") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (bilateral salpingectomy-laparoscopic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, acquired oesophageal web and vaginal infection had resolved and the autoimmune disorder, choking, constipation, alopecia, vulvovaginitis, visual impairment, eye disorder, eosinophilic oesophagitis, pruritus, cough, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered acquired oesophageal web, allergy to metals, alopecia, autoimmune disorder, choking, constipation, cough, eosinophilic oesophagitis, eye disorder, genital haemorrhage, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginitis to be related to essure. The reporter commented: the essure coils are seen in the interstitium of the cornu bilaterally. Plaintiff received treatment for nickel allergy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pruritus, eosinophilia esophagitis, autoimmune disorder, vulvovaginitis and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events- general abnormal bleeding, vaginal infections were added. Event outcome of pain, nickel allergy from unknown to recovered / resolved. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder') and choking ('I was choking on food') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal haemorrhage, night sweats and irregular menstrual cycle. Concomitant products included cetirizine hydrochloride (zyrtec), levocetirizine dihydrochloride (provent), psyllium hydrophilic mucilloid and sennoside a+b. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). In 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced constipation ("gastrointestinal or digestive system condition:constipation"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 9 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced vulvovaginitis ("infection (bladder/ urinary tract/vaginal):vulvovaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), choking (seriousness criterion medically significant), allergy to metals ("nickel allergy"), eosinophilic oesophagitis ("eosiother injury(ies) or complication(s): eosinophilic esophagitis"), acquired oesophageal web ("rings in throat") and cough ("coughing attacks"). The patient was treated with surgery (bilateral salpingectomy-laparoscopic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the autoimmune disorder, choking, constipation, vulvovaginitis, allergy to metals, visual impairment, eye disorder, pruritus, cough, vaginal haemorrhage and menorrhagia outcome was unknown and the acquired oesophageal web had resolved. The reporter considered acquired oesophageal web, allergy to metals, alopecia, autoimmune disorder, choking, constipation, cough, eosinophilic oesophagitis, eye disorder, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage, visual impairment and vulvovaginitis to be related to essure. The reporter commented: the essure coils are seen in the interstitium of the cornu bilaterally. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pruritus, eosinophilia esophagitis, autoimmune disorder, vulvovaginitis, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs & mr received. Case become medically confirmed. Case become incident. Injury nos replaced with new events. Reporter's information was added. Date of removal was added. Added event autoimmune disorder,hair loss, infection (bladder/ urinary tract/vaginal), vulvovaginitis, nickel allergy, pain, vision/eye problems, eosinophilic esophagitis, itching, constipation, cough, rings in my throat. Updated outcome of event rings in my throat from unknown to recovered/resolved. Event onset date was added. Medical history, historical conditions, concomitant drugs, concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.